Manufacturer narrative:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump download history revealed loss of prime alarms associated with low non zero force. All ezprime operations were performed successfully and the pump was exercised with no alarms duplicated.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.